Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt (B)(6) received an scs system, including an ipg, on (B)(6) 2011. It was reported that the pt complained that the ipg site in the abdominal region was painful. The pain allegedly started a month after implant, and it had gradually worsened. It was reported that because of the painful site, the pt was unable to charge the ipg battery and to touch the site with the programmer wand. Therefore, the ipg was no longer in use since the battery was not charged. The physician explanted the ipg on (B)(6) 2011. No further pt complications were reported.